Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump did not deliver insulin as intended. Customer's blood glucose was displayed as high; cause was not known. The customer reverted to manual injections for insulin therapy.